Event description:
During aortic valve replacement "the aortic root was opened and a heavily calcified trileaflet valve was excised. A number 21 carpentier-edwards magna ease pericardial valve was then inserted using 2-0 sutures with subannular pledgets. The valve was lowered into position and tied. The root was closed using 4-0 sutures in double whip fashion. The heart was then evacuated free of air, the cross clamps then removed. The partial occlusion clamp was placed and a single aortotomy was made. The grafts were brought in position, cut appropriately, and sutured using 5-0 suture in continuous simple fashion. The heart was allowed to refill and re-warm. The patient came off bypass readily. However, the echocardiogram showed a large central aortic regurgitation leak and this was confirmed by three separate people including two anesthesiologists and a cardiologist, it was determined that we would need to replace that valve so the patient was placed back on bypass and the aortic root was opened. The valve showed a central orifice lesion and it was determined that the valve needed to be replaced, which was carried out." The surgeon implanted a different prosthetic valve...."the patient tolerated the entire procedure satisfactorily, left the operating room in stable condition."